Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found dried serum on tip and plunger clamp. Fse cleaned sleeve, replaced tip and plunger clamps. Also replaced 2-pole ribbon cable on position #10. The instrument was tested without further problem and was returned to expected operation.